Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown plastic surgery on an unknown date and suture was used. Following the procedure, the patient developed a severe allergic reaction. The patient underwent removal of suture and the surgeon opined it isolated the irritant stimulus and resulted in rapid resolution, without antibiotic treatment. It was reported that the patient had an aesthetically pleasing result. No additional information was provided.